Event description:
It was reported that the ilet user experienced variable glucose control with highs and lows and was not making meal announcements, reportedly due to prior clinical guidance to avoid duplicate entries. The highest recorded glucose referenced was 232 mg/dl, and the situation reflects an improper or incorrect use procedure related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with missed meal announcements, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event. This report is being submitted for missed meal announcement. A separate report has been submitted under 3019004087-2026-40172 for accidental meal announcement.